Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the rep. It was reported that the original implant date was in (B)(6) 2013. The ins was replaced with the other manufacturer's ins in (B)(6) 2020. The lead, extension, and anchor serial numbers were provided. It was reported that they had seen the patient multiple times and system impedance was measured with high impedance on electrode 3. This electrode was used to stimulate but they reprogrammed around it. The reason for the electrical sensation was not known yet. A patient meeting still needed to be planned as the patient cancelled an earlier appointment and the nurse was now sick.

Manufacturer narrative:
MFR site. Foreign: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a mixed system with a medtronic lead and extensions and since (B)(6) of 2021, the ins was replaced with one manufactured by st. Jude medical/abbott. The patient was now experiencing an electrical sensation. Additional information was received from the rep. It was reported that the serial number of the lead was unknown. The lead was implanted in 2014. No actions/interventions had been taken to resolve the issue yet as of (B)(6) 2021.. The cause of the electrical sensation was not determined. It was noted that this hospital only wanted to work with abbott; therefore they replaced the medtronic ins with an abbott ins upon reaching elective replacement indicator (eri). There was no product/therapy issue suspected with the medtronic ins. It was noted that the current information came from the patient, and that the rep would contact the hospital regarding this case.